Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor produced a ¿scan again in 10 minutes¿. She further reported that on (B)(6) 2019 she began to experience ¿anguish and wanted to vomit¿ so she self-treated with an unspecified amount of insulin. The customer¿s nurse who was with her at the time, performed a capillary test using her own unspecified meter and received a ¿hi¿. The nurse then treated the customer with an unspecified amount of insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the provided serial number was deemed invalid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre sensor produced a ¿scan again in 10 minutes¿. She further reported that on (B)(6)2019 she began to experience ¿anguish and wanted to vomit¿ so she self-treated with an unspecified amount of insulin. The customer¿s nurse who was with her at the time, performed a capillary test using her own unspecified meter and received a ¿hi¿. The nurse then treated the customer with an unspecified amount of insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event.